Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) storm and was hospitalized. Boston scientific technical services (ts) was consulted and upon further review, it was noted that this device delivered multiple electric shocks and during some of the episodes, all therapy available was delivered. The patient experienced dizziness and a syncopal episode. Boston scientific technical services (ts) discussed reprogramming options. No additional adverse patient effects were reported. At this time, this device remains in service.